Event description:
It was reported, the patient had recharging issues. It was unknown why the patient had recharging issues, but it was thought it may have been due to the battery location. The patient had not used her device for 3-4 months. The implantable neurostimulator (ins) was in overdischarge. It was unknown what the patient's therapy was before the overdischarge. The patient's battery was replaced and the new device was working well and the patient's therapy was "good."

Manufacturer narrative:
Product ID, 37752 lot# serial# (B)(4), product type recharger product ID, 37743 lot# serial# (B)(4), product type programmer, patient (B)(4). Analysis of the implantable neurostimulator (ins) (serial# (B)(4)) revealed the battery had reduced capacity due to an overdischarge. The ins was received in an overdischarged state and had no telemetry. The telemetry was restored with one full physician mode recharge. According to the trace report taken from the ins, there was one overdischarge count. It appeared attempts were made while the device was implanted to recharge the ins, however, due to 0 bars of coupling even recharge sessions up to almost 2 hours did not bring the ins out of the lock mode. All of the last five recharge sessions while the ins was implanted had 0 bars of coupling. While recharging the ins in the analysis lab, there were 8 bars of coupling at 1 cm spacing between the ins and the recharge antenna and the ins was able to recover a full charge from the overdischarged state.